Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s continuous glucose monitor (cgm) sensor failed due to inaccurate readings. At the time of failure, the patient was vomiting and lethargic. A replacement sensor was applied but also failed immediately. Following this, the patient¿s husband called 911. The patient was intermittently conscious, and no medication was administered at home. Upon ambulance arrival, the patient could not recall the most recent bg reading, and the cgm was removed. The patient received IV insulin during transport to the ICU. At the ICU, bg was reported as ¿too high,¿ though exact values were not recalled. Blood work confirmed diabetic ketoacidosis (dka). The patient was treated with IV insulin and discharged on (B)(6) 2025, with bg around 180 mg/dl and reported feeling better. The patient did not verbally allege cgm inaccuracy but attributed the issue to sensor failure. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.